Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. There was no impact to the customer's blood glucose level. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of these occlusions was unable to be performed.